Manufacturer narrative:
Unit alarmed unexpected restart after battery change and reset time/date to factory default due to connector voltage leak at interface board. Unit was received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No external error alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump kept alarming unexpected restart and external error. The insulin pump was not stored or not in use for an extended period of time. The unexpected restart alarm was recurring during normal insulin pump use. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.